Event description:
Boston scientific received information that the patient implanted with this device presented to the emergency room due to exacerbation of heart failure symptoms. Device interrogation revealed that the device had declared end of life (eol) a year ago and device was now in storage mode. The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.